Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00642. It was reported the patient was experiencing a painful sensation in their chest when the scs system's stimulation was on. Reprogramming was unsuccessful in resolving the issue. Impedances were all within normal range. Reportedly, the patient went to the ER due to the painful sensation. X-ray taken revealed the patient's leads migrated. Follow up identified the patient¿s entire scs system was explanted and a new system was implanted. The patient has reportedly regained stimulation in all her areas of pain.

Event description:
Device 1 of 2 reference MFR report: 3006705815-2017-00642.